Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update: 03/01/2013 - patient's medical records were received. Records indicate the patient was revised due to a dislocation. Upon revision an osteolytic fracture of the proximal femur was found. A stem and head were added to the complaint. Patient was revised to address osteolysis. Poly wear was also reported.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised to address osteolysis. Poly wear was also reported. Upon revision it was noted there was broken cement in the hip joint. Cement manufacturer is unknown. Doi approx 15 yrs ago - dor (B)(6) 2013 (right hip). Update 03/01/2013 - patient's medical records were received. Records indicate the patient was revised due to a dislocation. Upon revision an osteolytic fracture of the proximal femur was found. A stem and head were added to the complaint. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Review of the device history records and/or a complaint database search was not possible for the head as the product and lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Medical records, including an x-ray were obtained. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.